Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital report stated that during pre-testing, water cannot be injected or removed unless high pressure was applied to the foley catheter. The incident that occurred in may had only just been reported and collected by the hospital.

Event description:
It was reported that the hospital report stated that during pre-testing, water cannot be injected or removed unless high pressure was applied to the foley catheter. The incident that occurred in may had only just been reported and collected by the hospital.

Manufacturer narrative:
The reported event was unconfirmed. Received (6) photo samples. First photo sample shows top view of silicone foley catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows the temp sensing cord inside the packaging. The fifth photo shows the product packaging information. The sixth photo shows a paper with foreign language. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and some resistance was notice. Balloon ok rested with no leaks. Connected inhouse syringe and it was able to deflate passively in 4 min and 45 sec. No root cause could be found because the reported event was unconfirmed. A risk review, a labeling review and a device history review were not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.